Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A tapered screw-vent implant with mtx surface (tsvb13) was received for investigation. Visual inspection of the returned product identified minor signs of wear due to usage around the external threads. There was presence of bone residue around the external threads. Measurements were taken and through dimensional analysis and comparison to drawings (dwg no. Pd-tsvb13 rev. L), it was determined that the product met design specification. X-ray or images were not provided. As a result, bone loss could not be verified. A device history review was performed and no related non-conformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent, advent and trabecular metal implants, 4869 rev 7-01/16. Information identified: contraindications, warnings, precautions, breakage and adverse effects. Per the applicable IFU, under the sections warnings and precautions, it is stated that infection and bone loss are indication of a failing implant and overloading is one of the key contributors to implant failure. Complaint reported that the implant placed with good condition; peri-implantitis noticed; prosthesis placed and implant removed. The reported event, peri-implantitis (bone loss + infection), couldn't be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number; k011028 / k013227.

Event description:
It was reported that the patient developed bone loss and infection.